Event description:
It was reported that a patient experienced peritonitis manifested by abdomen pain, cloudy peritoneal dialysis fluids coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis on the same day as the onset. The cause of peritonitis was not reported. On an unreported date, the patient was treated with unspecified antibiotics. The patient was still in hospital and recovering from the peritonitis. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). On (B)(6) 2014, twenty four days after the hospitalization, the patient (pt) was discharged from the hospital. The peritonitis had resolved, and the pt was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was born on an unreported date in 1953. Should additional relevant information become available, a supplemental report will be submitted.